Event description:
Smoke came out of the hand piece while sealing vein branches. No fire was present. The device was switched out for another same model, no harm to patient. Manufacturer response for endoscopic vessel harvesting system, vasoview hemopro 2 (per site reporter): manufacturer provided rga# and product return packaging.